Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during lead revision procedure, variable capture thresholds and low p-wave were observed. The helix could not extend. Physician decided to replace the lead. The patient was in stable condition.